Event description:
A report was received that the patient was not able to charge her ipg. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that this is a non-bsc patient.

Event description:
A report was received that the patient was not able to charge her ipg. The patient will undergo an ipg replacement.